Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the clinician was checking left ventricular (lv) lead thresholds, the patient started "flailing in the chair and gasping for breath; exhibiting seizure-like activity". At that time, the clinician heard an odd clicking sound and immediately stopped the test and the patient quickly returned to feeling fine. At the time of the test, the patient was not hooked up to surface electrograms but the clinician was using electrograms on the device. It was recommended by technical services to use surface electrocardiogram (ECG) to get an accurate lv threshold. The device remains in use. No further patient complications have been reported as a result of this event.